Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient kept getting alerts that their glucose was high, over 300 mg/dl. They did check the cannula, and nothing was wrong with it, but they weren't getting any insulin. There was no patient injury.